Event description:
The customer reported to olympus, the light source is presenting problems because some pieces are broken. The issue was found during preparation for use. The device was returned for evaluation. The device evaluation found the light source displayed an error b30 code and scope connector has poor contact. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition, the evaluation found the front panel is broken, the top cover has a clogged vent, and the output connector is worn. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eleven (11) years since the subject device was manufactured.   Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the b30 error was caused by a communication issue due to poor contact of the scope connector caused by a defective scope socket. Olympus will continue to monitor field performance for this device.